Event description:
It was reported that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for an unknown reason on an unknown day.. Attempts have been made and it was reported that the case was cancelled. No further information is available form the event at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01884 medical products: item#: 113952, sm hybrid glenoid base 4mm; lot#: 992960 item#: pt-113950, pt hybrid glen post regenerex; lot#: 964350 item#: 113631, comp primary stem 11mm mini; lot#: 65025650 item#: 118001, versa-dial/comp ti std taper, lot#: 465650 component codes: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant findings include joint instability due to the apparent osteolysis and suspected glenoid implant loosening. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being considered for a revision surgery due to failure of their subscapularis that lead to the patient's gleno humeral joint unstable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder surgery on an unknown date for an unknown reason. Subsequently, the patient is being considered for a revision surgery due to a tendon tear.